Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This implantable cardioverter defibrillator (ICD) has been explanted and is n longer in service. There were no adverse patient effects. This device was expected for return but has not been received. Given no additional information is available, this report is now concluded. Should further information be received, the complaint will be reopened and a follow up report will be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This implantable cardioverter defibrillator (ICD) with the information provided is still in service. Should any new information be provided, a new report will be submitted. There were no adverse patient effects.